Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: wr9200, serial/lot #: (B)(6). H3: analysis of wr9200 (serial no # (B)(6)) revealed " led's scroll continuously and device is unresponsive. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that information was received from a patient's representative regarding an external device. The reason for call was caller reported patient tried to charge their recharger last night and reported the green battery lights are rapidly scrolling up and down. Caller stated usually it will give patient 3 solid green lights, but this time it's not and green lights continue rapidly scrolling. Caller reported not able to charge the recharger. Caller confirmed docking station had green light on it when charging cord was plugged in on the call. Reviewed recharging dock general overview. Caller reported recharger battery lights were rapidly scrolling when on the dock on the call. Caller attempted to reset recharger on dock but the issue did not resolve. Caller attempted to reset recharger off the dock and stated green scrolling lights went out for a little bit, but then came back on and continued rapidly scrolling. Caller reported unable to power on recharger. Caller stated they need to charge patient. The issue was not resolved through troubleshooting. No symptoms reported.